Event description:
Patient with thrombosed left av graft. During thrombectomy procedure, the balloon ruptured with minimal inflation pressure. It was noted immediately and the device was removed. There was no harm to the patient.